Event description:
The team is concerned that the nitrogen connection hose for this device is only available in one length and the manufacturer has not been amenable to supplying or allowing the manufacture of different length nitrogen hoses. For use in our space, the nitrogen hose needs to be connected to an extension hose. In this case , the nitrogen hoses became detached from the extension during a case resulting in loss of pressure. The patient was at additional risk for hemorrhage as a result of this unnecessary second connection.